Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported inaccurate saturation readings with the rd set adt sensors and that the sensors do not last. No patient impact or consequences were reported.